Manufacturer narrative:
The insulin pump powered up properly after battery installation and had normal operating currents. No unexpected battery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test. Customer also received a battery our limit alarm and experienced blank screen display. Customer's blood glucose was 66 mg/dl and was treated with food. Troubleshooting was performed and failed battery test was not resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.